Event description:
Reportedly the valve was explanted due to mitral regurgitation after an implant duration of 7 years. Reportedly the valve at explant had two leaflets separated at common commisure. A st jude valve was implanted in its place. No further info is available.